Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted head and neck oropharyngectomy surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that the customer stated an issue occurred wherein an inverted image with both 30 and 0 deg endoscopes (sn(B)(6) & (B)(6)) were observed. Tse reviewed error logs with errors cleared. The customer removed and reinstalled the endoscopes, resolving the issue. Tse informed it could be due to sterile adaptor (sa) not transmitting properly rotational movement and reseating it might have solved the issue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted left to right. The surgeon did not take control of the endoscopes until the issue was resolved and the system did recognize the endoscopes. The desired orientation was not confirmed by the surgeon due to the inverted left to right image. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the endoscope would not be returned for evaluation because the customer wanted to continue using it.

Event description:
Refer to h11 for follow-up information.